Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detect on bus. The field service engineer found medication underneath cubie pocket. Restarted station and all tests passed. No further issues. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system not detected on bus. The field service engineer stated that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.